Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted with moderate ketones; however, the bg value was not known. A bolus was delivered to address the bg level. Tandem technical support reviewed the pump t:connect data and found nothing unusual. As the occlusion alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.